Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, e226 (endoscope communication failure) occurs due to damage to the imaging unit, due to the damage of the imaging unit, the screen becomes black, and no image displayed, bending angle insufficient due to elongation of the angle wire, joystick deformed, and e216 (scope communication error) occurred due to dirt on the electrical contact of the video connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex 3d deflectable videoscope, exhibiting e226 scope communication error. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The events most likely occurred due to the following: the e226 and e216 errors likely occurred due to a malfunction, a board inside the video connector, or a problem on the system side. The screen blacking out likely occurred due to a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the event occurred during inspection of the returned equipment.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. Olympus will continue to monitor field performance for this device.